Manufacturer narrative:
H6: corrected health effect clinical code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the revision reported was likely the result of polyethylene wear, prosthesis fracture, osteolysis, and femoral loosening as stated in the legal documentation. The aseptic (non-infected) femoral loosening may have been the result of an insufficient bond between the femoral component and/or patient-related conditions. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the polyethylene wear, prosthesis fracture, osteolysis, and femoral loosening cannot be determined as the devices were not available for evaluation, and radiographs and photographs were not provided.

Manufacturer narrative:
H6: corrected health effect - clinical code.

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2015, and then experienced a revision surgical procedure on (B)(6)2022, approximately 6 years, 9 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.